Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection caused by being a picker. The implantable pulse generator (ipg) system and an absorbable envelope was removed. It was further reported that the patient had passed away. The patient's cause of death was unable to be determined.

Manufacturer narrative:
Product analysis: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.